Manufacturer narrative:
(B)(4). Investigation result visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the distal section of the body of the balloon. Microscopic inspection was done and found the balloon had a pinhole. It is possible that interaction with the scope or any other surface during the procedure inside of the common bile duct (cbd) area could create friction on the balloon, causing the issue of balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct (cbd) during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, it was noted that the balloon would not inflate due to a pin sized hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.